Event description:
Nurses were doing routine suctioning on patient. They disconnected the device from ventilator, and saw object in trach. The spring and the spring holder of the pediatric etco2 detector broke away from the main housing. The spring holder became lodged in the patient's trach tube. The spring holder was removed by staff member with a hemostat, and the patient was reconnected to the ventilator. It is believed that all the pieces were retrieved, however, the spring and the spring holder were discarded. No apparent harm to patient.